Event description:
The reporter stated that the surgeon inserted a cc4204bf plate collamer lens. The lens tore during insertion into the eye. The incision was enlarged and the lens was removed whole. No suture was required. The cause of the lens tear was unknown.